Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Multiple episodes of ams and noise were noted on the atrial lead. P-wave sensing was low. Noise was reproducible with arm movement. Programming changes were made. The patient will be reevaluated next month. No other symptoms were reported.